Event description:
Factory analysis of the returned ventilator revealed that the data acquisition to motor controller board cable was loose which resulted in the reported issue.

Event description:
The international customer reported the ventilator was vent failed due to pressure sensors failure. The customer reported the device was in use, but there was no patient harm. As reported, if the reported problem occurs while in use in normal ventilation operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The unit was returned to the factory and was replaced.

Manufacturer narrative:
Pending completion of failure analysis of this unit.